Manufacturer narrative:
Follow-up #1 date of submission 09/14/2015-product analysis:the device was returned and evaluated by product analysis on 08/24/2015 with the following findings:the intermittent power issue was not duplicated during investigation. Review of the pump¿s black box revealed rebooting events. A battery compartment crack was observed. A display lens leak and a battery compartment leak were revealed during leak testing. Moisture was observed beneath the display lens, causing the display to be illegible. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging an intermittent power issue with evidence of moisture ingress into the battery compartment; no damage was noted by the reporter. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm.